Manufacturer narrative:
The insulin pump passed the functional testing. However, moisture damage was noted on the keypad traces. The insulin pump had cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip, cracked case, cracked case at a display window corner and a cracked display window.

Event description:
The customer reported via phone call that the insulin pump experienced keypad issues. The customer stated that the numbers on the insulin pump were jumping all over the place. The customer explained that while programming a bolus, the insulin pump started scrolling through. The customer's blood glucose was 69 mg/dl. The customer ate half of a sweet cake to raise her blood glucose. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.